Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that before handling it and upon turning it on cardiosave intra-aortic balloon pump (iabp) displayed a message on the user interface screen with the following legend: power-on test failure code no. 14. There was no patient involvement.

Manufacturer narrative:
Updated field: b4, b5, d9, (g1(contact office, contact person ¿ mfg site), g3, g6, h2, h3, h6 (type of investigation, investigation findings, investigation conclusions), h11. A getinge field service engineer (fse) perform touchscreen calibration, display test, and touchscreen test correctly. It is observed that the device displays messages upon powering on in user mode, which were detected before performing the fsca. It requires replacing the backup disk, as well as a battery calibration message, which must also be replaced. It is recommended that the device undergo preventative maintenance with replacement of necessary spare parts. This will allow the device to verify the source of the fault alarms. Alarm 14 is reported upon powering on, as it is related to the device's compressor, will be continued. It will be verified if this is a problem that arises after the software update to version d.01. Fse replaced cable, coil cord (0012-00-1839). To resolve the issue compressor (0119-00-0236) and regulator, drive (0103-00-0633) needs to be replaced. Customer declined to repair the unit. Delivered to the customer in good condition fsca correctly applied.

Event description:
It was reported that during service visit and previous to perform the fsca found that the cardiosave intra-aortic balloon pump (iabp) displayed a message power-on test failure code no. 14. No patient involvement.